Event description:
It was reported that the pt rec'd benefit from his device, but had a cholesteatoma in implanted ear which was removed. According to the info rec'd on (B)(4) 2013, the pt was explanted (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.